Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,during a laparoscopic procedure, the device locked, not effecting full stapling of tissues. The stapler did not fire completely. It started stapling, but was incomplete. Both handle and reload were replaced to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.